Event description:
Customer called to report multiple motor error alarms and unresponsive keypad buttons. Customer stated that this situation has happened before, approximately one month and a half ago. Blood glucose reading was 184 mg/dl. Customer mentioned that the insulin pump was in the room during a cat scan. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a motor error alarm during basic occlusion test and unable to prime during prime test due to intermittent button response and corroded keypad traces. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked belt clip slot.